Event description:
It was reported that the flow rate was too fast, and the pump infused in 4 days instead of 7 days. The patient experienced nausea, loss of appetite, tiredness, loss of weight, and neutropenia. The drug 5fu was being infused.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. The information contained herein is based on the information provided by the initial reporter. The customer reported that the 270ml pump had been filled to 375ml, which is above the recommended maximum fill volume of 335ml. Retained product was tested both at the nominal level and at the overfilled level. We were unable to confirm the claim of the pump emptying in 4 days instead of 7 days. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.